Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used during an anterior and posterior vaginal repair procedure on (B)(6) 2012. Reportedly, the procedure was completed with no apparent complications. However; following the procedure, the patient presented with some blood loss, which the physician felt was clinically significant. The next day, the patient went to x-ray for an angiogram and possible embolization, which revealed that her superior vaginal artery had been "hit" during the procedure, possibly during the posterior repair. The embolization was not performed after all, and the patient is reportedly ok. The physician is unsure what device specifically caused the injury, but believes that the capio device was not involved.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date. (B)(6).